Event description:
Device malfunction: unk. Time of device malfunction/ae: after vessel closure. Symptoms/ae: failure to achieve hemostasis. The following events were noted through a periodic article review. A study was conducted to compare the hemostasis efficacy between the starclose device against a competitor closure device and manual compression in 450 pts who underwent cardiac catheterization procedures. It was reported that some patients underwent arteriotomy closure of the femoral artery using a starclose device. Reportedly, nine devices "failed to achieve hemostasis", some patients showed oozing after device placement and received a pressure bandage, seventeen developed a hematoma; no treatment was described for the hematomas and the length was not provided. One pt showed a false aneurysm on ultrasound managed without surgical intervention. No info regarding a device malfunction was described. No add'l info was available.

Manufacturer narrative:
This report involves a study noted in an article. No devices were available for analysis. The part and lot number were not identified; therefore, a device history record review could not be performed. Attachment: j.h.h. Deuling, rn, manp, et al. "Closure of the femoral artery after cardiac catheterization: a comparison of angio-seal, starclose, and manual compression." Catheterization and cardiovascular interventions 71:518-23 (2008).